Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed and was determined to be use-related. One 5 fr microintroducer, one powerpicc catheter, one introducer needle and one statlock device were returned for evaluation. An initial visual observation revealed a slight bend on the dilator and damage at the sheath tip. Biological residue was observed in the sample. A microscopic observation revealed buckling and plastic deformation at the tip of the sheath. The tip of the dilator was unremarkable. The other devices returned were observed to be undamaged. Because the guidewire was not returned and an issue was found with the returned microintroducer, this complaint was assumed to be about the damaged microintroducer. The observed microintroducer damage can occur due to a steep insertion angle, inadequate skin nick, and/or forceful insertion against resistance. The product IFU states, "advance the microintroducer assembly over the guidewire. Using a twisting motion, advance the assembly into the vessel. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator." This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported insertion failed due to a defective guidewire. No patient injury was reported (B)(6) 2026 it was found during an investigation a microscopic observation revealed buckling and plastic deformation at the tip of the sheath